Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG monitoring stress testing using the returned multifunction cable without duplicating the report. Review of the device activity log for the reported event date of 4/23/26 observed multiple poor pad contact and check pads messages throughout the event. These messages do not confirm a device malfunction and are an indication that a valid patient impedance has not been detected by the device. There are various factors that could cause the device to not detect a valid patient impedance including, but not limited to, electrode placement, poor patient preparation, or poor contact between the pads/device or pads/patient. The pads from the event were not returned for evaluation. The device worked as designed during the evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.